Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI # is (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 27 march 2019, the device was noted to have been previously repaired once for the ratchet getting stuck on the roller reported on 28 august 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 27 march 2019, it was reported from loyola university medical center that a mesher was not meshing properly, that the carrier were broken, and that the ratchet would not turn properly. The customer returned a zimmer skin graft mesher serial number (B)(4), 1:1 cutters serial numbers (B)(4), 1.5:1 cutters serial numbers (B)(4), 2:1 cutters serial numbers (B)(4), and 3:1 cutters serial number (B)(4). For evaluation. Evaluation of the mesher on 27 march 2019 noted that the pretest calibration or test cut could not be performed due to a bent comb and that the roller and gear had visible damage to it. Evaluation of four of the cutters (1:1 cutter serial number (B)(4), 1.5:1 cutter serial number (B)(4), 2:1 cutter serial number (B)(4), and 3:1 cutter serial number (B)(4)) on 27 march 2019 noted that the 1:1 and 3:1 cutters produced a passing mesh while the other two produced incomplete cuts and were deemed non-repairable. Evaluation of the other four cutters (1:1 cutter serial number (B)(4), 1.5:1 cutter serial number (B)(4), 2:1 cutter serial number (B)(4), and 3:1 cutter serial number (B)(4)) on 28 march 2019 noted that the 1:1, 1.5:1, and the 2:1 cutters produced incomplete cuts and were deemed non-repairable while the 3:1 cutter produced a passing test mesh. Repair of the mesher occurred on 28 march 2019 and involved replacing the comb, roller, and roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The device and cutters were tested, inspected, and repaired. Reference numbers (B)(4) on 27 march 2019. While the service technician found that five of the eight returned cutters produced incomplete cuts, it was noted that the comb in which they sit in was damaged. The damaged comb would prevent the device from properly pulling a graft through it such that either the cutter wouldn't even come into contact with the graft or would bunch up and not feed through it. In either case, the mesher to produce an incomplete mesh whether the cutter is capable or producing a passing graft or not. However, it cannot be determined from the information provided as to what damaged the comb and the cutters in the first place. In addition, while there was damage noted to the roller, which can potentially impede with the ratchet rotating, there was no issue noted with the ratchet upon evaluation of the device or when the mesher was tested after repair, which would be performed with the ratchet provided. Furthermore, no carrier was returned for evaluation to determine what defect the customer was referring to. As such, the specific root causes of the reported not meshing properly, ratchet not turning, or broken carrier events cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Patient code- no code available for delay in surgery of an unknown amount of time. The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a follow up submission will be filed accordingly.

Event description:
It was reported that the device was not properly meshing. It was reported that there was no specific information about the device, or the surgery its was used during, but the customer stated that they are having problems with all of their meshers, mostly the carriers breaking and not meshing the skin correctly. The customer stated that most of the time it was issues with the cutters and the handles not turning correctly. Stated that they "just needed to be looked at" and it is "very very irritating" that they are having issues with all the devices. Event occurred during surgery; there was no patient harm, they are having to spend time during surgeries preparing alternate meshers; she was unable to estimate the delay. No additional patient consequences were reported as a result.